Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of patient's leads was dislodged or was not working. Boston scientific technical services (ts) referred patient to the physician. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.